Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 418 mg/dl at the time of incident and the current blood glucose of the patient is 418 mg/dl. Customer also stated the other blood glucose value was 92 mg/dl. Customer treated with manual injection. Customer does not allege pump was under delivering. Drive support cap was appears normal. Customer declined to check for the presence of leaks or air bubbles in the reservoir. Troubleshooting was performed. The insulin pump will not be returned for analysis.